Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 2 mg for a total dose of 0.16796 mg/day and bupivacaine 2 mg for a total dose of 0.16796 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient was traveling and was hospitalized for a blood clot. No action was taken. The outcome of the event resolved with sequelae on (B)(6) 2019. The sequelae was in hospital with blood clot. The clinical diagnosis was blood clot. The patient's weight was (B)(6) pounds. It was noted the event resulted in life-threatening illness or injury, required in-patient or prolonged hospitalization, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was no changed in drug. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the outcome of the event to resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
All previously reported method, result, conclusion, and patient codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not related. It was noted that the blood clot was at an unknown location. No further complications were reported/anticipated.